Manufacturer narrative:
Continuation of d10: product ID: 9735665, (serial: (B)(6)); implant date n/a; explant date n/a; product ID: 9735670, (serial: (B)(6)); implant date n/a; explant date; n/a correction: it was clarified there were multiple occurrences of this malfunction. Information regarding product ID: 9734914 will be I nvestigated and documented separately and will be captured under this report. This issue was originally submitted in regulatory report # 1723170-2025-03178. H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that the instruments were not tracking well. The manufacturer representative (rep) noted it was likely an issue with the instruments rather than the system.